Event description:
It was reported that they were experienced low blood glucose level. Customer¿s blood glucose level was 2.2 mmol/l at the time of incident. Customer alleged pump was over delivering through troubleshooting with nurse and want product support and was giving double boluses needed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer's current blood glucose is 6.2 mmol/l. Customer approved troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.